Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligner interior edge is irritating their tongue and minor cuts to the side of their tongue. They also reported, they have bite alignment issue. They noticed that they have a large overbite with all their top teeth, except the top left lateral incisor. Patient was provided with hh tips and aligners are with in normal limits.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.